Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed a crack on the bottom case. The tamper seal was removed. Review of the event history log (ehl) showed primary audible alarm and acu watchdog failure. The device was powered on and an audio test was performed and the reported issue was not duplicated. The pump functionally was tested and there were no evidence of a hardware issue that could contribute to the reported primary audible alarm. The speaker worked as intended. As a result, preventive maintenance was performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. G2 email is: regulatory.responses@icumed.com.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Event description:
It was reported the device exhibited a watchdog error and audible alarm failure. Patient involvement is unknown.